Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had "touchscreen issues". The customer did not provide further information. Although multiple attempts were made to follow up with the customer for additional information, the customer did not reply. There was no reported impact to blood glucose.